Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Chapter 1, ¿introduction¿, lists stroke and neurological events as adverse events that may be associated with the use of the heartmate 3 lvas. Chapter 6, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. This chapter also includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an episode of syncope with ems where he was unconscious for approximately 2 minutes. There were no alarms noted on interrogation and no other information was provided at that time. It appeared that there were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The cause of syncope was unclear. Th patient stated feeling like they were getting a cold and had not eaten much leading up to the syncope event. The patient experienced headache and stomachache but denies that there was ever any chest pain. The work up was unremarkable overall. The patient was given course of augmentin to treat the sinus infection and mg infusion. The patient reported feeling well ever since. Additional information provided; head CT no new ischemia or hemorrhage, just prior known cva.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.